Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2014 with the following: visual inspection confirmed that the battery compartment was cracked at the opening of the battery chamber. No battery cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. There were no issues with loss of power observed. There was evidence of corrosion found inside the battery compartment. The pump case was removed and no evidence of moisture damage was found on any internal components or printed circuit board. Unrelated to the complaint, evaluation revealed that the pump had no functional audio tones during start-up. A new pump cover was attached and the pump¿s audio tones functioned appropriately. A crack was observed in the solder on the piezo connection.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.